Event description:
A clinical study patient presented at the (B)(6) post-operative exam for laser vision correction with a loss of best corrected visual acuity (bcva) of 2 lines in the left (os) eye. The patient's pre-op bcva in the os eye was 20/16 and the post op bcva at (B)(6) in the os eye was 20/25. At the (B)(6) post-op examination, the patient's bcva was 20/20 in the os eye.

Manufacturer narrative:
The adverse event was reported as part of an investigation study follow-up. No service or inspection was requested or is required for the equipment. No further information is available.